Manufacturer narrative:
Model number: 72400098, lot number: 801359010, model description: control pump fgs. Model number: 72400024, lot number: 828414015, model description: balloon fgs 61-70 cm. Date of event was not provided so estimated date was entered.

Event description:
It was reported that the patient is going to undergo a revision surgery of his artificial urinary sphincter device. The reason for the future revision surgery was not provided. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the aus device was explanted because the device was no longer cycling. A new aus device consisting of a 3.5cm cuff, 61-70 cm h2o balloon and pump, was implanted.

Manufacturer narrative:
Date of event - date of event was not provided so estimated date was entered.

Event description:
It was reported that the patient is going to undergo a revision surgery of his artificial urinary sphincter device. The reason for the future revision surgery was not provided. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.